Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.

Event description:
This pt was randomized to the registry for one-vessel disease. The indication for the index procedure was acute mi> 72 hours from onset of symptoms. Angiography revealed a de novo, 100% thrombotic occlusion of the distal rca. This was successfully treated with deployment of a 3.0 x 13mm cypher select stent via direct stenting at 20 atms. Post dilatation was not performed. Thrombus aspiration was done. An iabp was also inserted for homodynamic support. The pt was discharged on 100 mg aspirin, 75 mg clopidogrel, statins, ace-inhibitors, and beta-blockers. Approx two months later, the pt returned for a staged procedure. The database indicates that the target lesion showed no evidence of restenosis, thrombosis, or myocardial infarction; however, the distal rca was revascularized (tlr) for proximal per-stent restenosis with the placement of a vision stent. Add'l lesions in the mid-rca, proximal lad, and mid-lad were also treated. Approx six months post index procedure, the pt reported experiencing angina.